Manufacturer narrative:
Investigation summary: it was reported that a 75-year-old female patient underwent an atrial fibrillation (afib) ablation procedure with a thermocool® smart touch® sf uni-directional navigation catheter. During the ablation phase, cardiac tamponade was confirmed by echo and intracardiac echo (ice). Pericardiocentesis was performed to remove 500 ml of fluid from the pericardium, blood transfusion was also applied. The patient was reported in stable condition and was transferred to the operating room (or) for surgical repair of the perforation which occurred near the left atrial appendage. Extended hospitalization was required as a result of the adverse event. Patient¿s outcome is fully recovered. The device was visually inspected and it was found in good condition. The magnetic sensor was tested on the carto and the catheter was properly visualized and no errors were observed. Then, the force sensor was tested and it was working properly, the force values were observed within specifications. Then, electrical test was performed on the catheter and it was found within specifications. No electrical malfunction was observed. Additionally, the catheter was tested on the generator and the temperature and impedance values were observed within specifications. Then, the irrigation and deflection test were performed and it was found within specifications, the catheter was irrigating and deflecting correctly. A manufacturing record evaluation was performed and no internal actions related to the reported complaint were identified. The catheter passed all specifications. The root cause of the adverse event remains unknown. The instructions for use (IFU) states that careful catheter manipulation must be performed to avoid cardiac damage, perforation or tamponade. Manufacturer's reference number: (B)(4).

Manufacturer narrative:
Initially, it was reported that the physician¿s opinion regarding the cause of the adverse event is that it was product malfunction or patient¿s condition related. Clarification was received on may 3, 2019 stating that the physician¿s opinion regarding the cause of the adverse event is that it was patient condition related. Manufacturer¿s reference number: (B)(4).

Manufacturer narrative:
The biosense webster inc. Product analysis lab received the device for evaluation on (B)(6) 2019. Device available for evaluation?, is device returned to manufacturer? And date device returned to manufacturer. The analysis has begun but is not completed at this time. When the investigational analysis has been completed, a supplemental 3500a report will be submitted. (B)(4). A manufacturing record evaluation was performed for the finished device 30061788l number, and no non-conformances related to the reported complaint condition were identified. Concomitant medical products: non biosense webster, inc. Product: baylis nrg transseptal needle, large curve c1, (B)(4), lot; lasso catheter us catalog #: unknown lot #: unknown; carto 3 system us catalog #: unknown serial #: unknown. (B)(4).

Event description:
It was reported that a (B)(6) female patient underwent an atrial fibrillation (afib) ablation procedure with a thermocool® smart touch® sf uni-directional navigation catheter and suffered cardiac tamponade requiring pericardiocentesis and surgical intervention. During the ablation phase, cardiac tamponade was confirmed by echo and intracardiac echo (ice). Pericardiocentesis was performed to remove 500 ml of fluid from the pericardium, blood transfusion was also applied. The patient was reported in stable condition and was transferred to the operating room (or) for surgical repair of the perforation which occurred near the left atrial appendage. Extended hospitalization was required as a result of the adverse event. Patient¿s outcome is fully recovered. Physician¿s opinion regarding the cause of the adverse event is that it was product malfunction or patient¿s condition related. Transseptal puncture was performed with a baylis nrg transseptal needle, large curve c1. There was no evidence of steam pop during the ablation. The catheter irrigation was set at 15ml/min. No error messages were observed on any biosense webster, inc. Equipment during the case. The thermocool® smart touch® sf uni-directional navigation catheter was near the lasso catheter in the left atrial appendage at time when the adverse event was noted, and it was zeroed after the initial warm-up phase post catheter connection to the carto 3 patient interface unit (piu). The carto 3 system did not indicate to re-zero the catheter.